Manufacturer narrative:
The complaint acunav catheter was returned for investigation and found to be a third party reprocessed device. As a courtesy, investigation revealed that the cause for the catheter failure was saline contamination of the interconnect area. Recommendation to customer: it is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes, this conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical result is an initialization error and failure of the catheter to function. If the catheter fails to initialize/image or if it is noticed that saline solution has gotten into the interconnect area simply disconnect the catheter from the swiftlink and wipe the interconnect area dry with a clean cloth. Reconnect and use as normal.

Event description:
It is reported that the catheter had poor imaging. The catheter was replaced and the issue resolved. Case continued. As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery.